Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to external insulation abrasion were found at 34-38.5cm and 55.5-58cm from connector pin. Etfe coating on one sensing conductor was abraded through at 55.5-58cm. Internal insulation abrasion found under the rv shock coil at 58.2-58.4 and 59.2-59.7cm from connector pin. The inner coil lumen was abraded at both locations, and etfe coating was intact. The damage found under the rv shock coil and one sensing conductor could contribute to the reported oversensing.

Event description:
It was reported that oversensing was observed. During explant, an insulation anomaly was observed.